Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an evolut r 29 mm transcatheter aortic valve was implanted during an implant procedure for aortic valve stenosis in a patient with nyha functional class iii, diabetes mellitus treated with oral antidiabetics, dyslipidemia, hypertension, coronary artery disease, neoplasia within the last 5 years, and chronic atrial fibrillation on electrocardiogram, with ongoing treatments including asa and oac. Following the valve implant, the patient experienced acute heart failure in the setting of aortic bioprosthesis dysfunction with severe central aortic regurgitation (ar), valve degeneration, hemodynamic valve deterioration, and morphological valve deterioration with leaflet structure abnormality. The patient was hospitalized for 10 days and underwent aortic surgery with a valve-in-valve procedure using another valve.